Manufacturer narrative:
Reference number (B)(4). Catalog number is the similar us list number, the international list number is unknown. The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. The disposition of the device involved is unknown; therefore, it is unknown if a return sample evaluation is able to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient germany underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. The patient was hospitalized due to a covid infection. While hospitalized it was noted that there was some inflammation around the stoma site. On (B)(6) 2022, the tubing was removed and a new stoma site was created in order to facilitate healing. Prior to the procedure the patient was given cefazolin, the patient had also been given a course of rocephin which was completed on (B)(6) 2022.